Manufacturer narrative:
(B)(4) evaluation statement: the reported event of physical damage to pca cables in transport could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that the pca cables, if left plugged, are getting physically damaged during transport. Clinical engineering has advised staff to store the pca cable inside of the locking door during transport. There was no report of patient harm.